Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 5 bd intima-ii¿ closed IV catheter systems had leakage issues. The following information was provided by the initial reporter: "during the use, it was found that the infusion of liquid medicine would leak at the connection between the prn and the blue plastic, so the catheter tube had to be re-placed..."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1230636. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported 5 bd intima-ii¿ closed IV catheter systems had leakage issues. The following information was provided by the initial reporter: "during the use, it was found that the infusion of liquid medicine would leak at the connection between the prn and the blue plastic, so the catheter tube had to be re-placed..."